Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).